Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose was over 500 mg/dl. The issue was seemingly resolved, but at the time of reporting this, the customer's blood glucose was 300 mg/dl. Troubleshooting with the insulin pump was performed. Insulin exited the tubing during a manual prime. No leaks or air was found in the tubing. The customer was advised to change the entire set, reservoir and insulin. No bends or occlusions were found in the infusion set. The customer stated he would try different insertion sites and see if the issue would persist. Nothing further was reported.